Manufacturer narrative:
The lens remains implanted and is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. All iols are 100% inspected for dimension, optic quality, cosmetics and passed all inspections then released per normal procedures. The reported lens passed all inspections and was released per normal procedures. Any lathed iol can sometimes exhibit some evidence of the machine process. Based on the lot history evaluation for the reported lens, the lathing process did not produce a significant lathing signature and the polishing of the lens was effective. There were no anomalies found and the released lenses met the acceptance criteria. The patient was best corrected (bcva) to 20/20. As the iol remains implanted and there are no slit-lamp pictures available, it is not possible to perform an evaluation or confirm the complaint. Based on the information provided, a definitive root cause cannot be determined. It is noted that the inserter and viscoelastic used during the implant procedure are not validated for use with the reported lens. No corrective action is necessary at this time.

Event description:
It was reported that approximately three months post implant the patient experienced posterior opacification of the intraocular lens (iol) of right eye which looks like etchings on the iol. Secondary intervention was performed three months post implant. Yag was performed for posterior capsule opacification, some of which turned out to be opacification of the posterior optic. The patient had no ocular surgery or intraocular injections after the iol implant. The lens remains implanted and there are no current plans to explant the iol. In the physician¿s opinion the most likely cause of the event is product issue and the surgeon believes there are deposits/precipitates on the iol surface. There are no slit-lamp images available. The patient's current prognosis and outcome is good. The patient notices mild haze in the right eye (mild decrease in vision) but does not currently want an iol replacement procedure.